Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to be charged despite the attempt of multiple power sources. Subsequently, the pump battery fully depleted and the pump shut off. The pump was connected to a power source for several hours however, the pump remained off. The customer's blood glucose (bg) level was 288 (mg/dl). A bolus via the pump was delivered to address bg level prior to the pump shutting off. Reportedly the customer had manual injections as alternate insulin therapy.